Manufacturer narrative:
No patient information was provided after follow-up with site. Only a photo of the patient under blankets. No lot number was provided in the complaint. Without lot number it is not possible to determine the expiration, UDI nor manufacture date. This specific product linked with the complaint was not returned. Since 3m has recently received other complaints applicable to this specific catalog number about product not inflating and is conducting an investigation. As to the recent complaints received there has only been one stating patient condition of being cold. The device 3m does include a warning in the instructions for use: "if a securement device (i.e. Safety strap, tape) is used, ensure the warming channels are not occluded." We have not confirmed this being the direct cause of this reported event.

Event description:
It was reported by the hospital a 3m bair hugger¿ full access underbody blanket did not fully inflate during use and the patient was cold. No specific information on the patient was provided other than a photo showing the blanket in use and patient's temperature of 34.7°c displayed on monitor.